Event description:
The customer reported being hospitalized for hyperglycemia and diabetes ketoacidosis. The blood glucose reading at time of the call was 386mg/dl. Troubleshooting was performed. The prime and high pressure test passed and the insulin exited. However, it was found that the infusion set had a leak at the p-cap. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned pages.